Event description:
Initial reporter indicated that the pt would need full revision surgery related to high impedance, indicating a suspected lead malfunction. Additionally, it was reported that the pt had been experiencing an increase in seizures over the last two weeks. Not over their pre vns baseline seizure rate, but an increase for the pt. The pt had their lead and generator replaced. The surgeon noted a large amount of scar tissue surrounding the electrodes. As pin-reinsertions did not resolve the high impedance, it is suspected that a lead discontinuity (not observed by the surgeon) was the cause of the high impedance readings. A generator malfunction was ruled out by a generator test that was within normal limits. Good faith attempts have been made for product return for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death.